Event description:
A customer contacted beckman coulter inc. (Inc) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for one pt. A pt sample was tested for accu tni and a result of 1.17ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested twice and results were 0.43ng/ml and 0.33ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube with gel. Qc was within specifications prior to and after the event. A system check performed in 2008, passed within specifications. A field service engineer (fse) was performing a preventive maintenance (pm) when the customer reported this event. The fse noted during hardware verification that the specimen was hemolyzed and had a "clump" in the tube. The fse stated there were no hardware issues. The fse ran 50 repetitions on level I qc with no flyers. No new service was opened for this event. Although fse noted poor sample quality, no clear root cause can be determined for this event. A malfunction will be assumed for the purpose of this report.